Event description:
It was initially reported that a vns pt could not be programmed due to unk reason. Info from the treating neurologist revealed the pt had been implanted for approx 10 years and believed her battery was at end of service. A battery life calculation was performed which indicated the pt's device had not met the end of service condition although there were missing parameters. Add'l info revealed the treating neurologist was able to interrogate other pt's using the same programming sys. Furthermore, a company rep used the neurologist's equipment and interrogated his demo generator with no problems. Further info rec'd through a company rep from the surgeon's office revealed the company rep was able to interrogate the pt's generator and stimulation was at .25 ma and eri indicated "no". The surgeon and pt's family opted to prophylactically replace the generator due to implant longevity. However, prior to surgery, the pt was experiencing an increase in seizures along with not perceiving stimulation due to unk reason.